Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results code(s): evaluation of the returned product found no irregularities found on the nozzle and rod. Iol was injected outside because the user felt abnormal force and decided to stop using the serial. The injected iol appeared normal without cracks etc. Volume of used viscoelastic material appeared to be enough. No irregularities found on injector and iol, all met criteria. Claim rate investigation was done on the lot. It was (B)(4) ((B)(4)) including this serial. The rate is a little higher than 2016 ytd rate (B)(4), but is still denies lot related issue. Conclusion code(s): it is still possible that the incident was caused by user error but could not determine the root cause by these investigations. (B)(4).

Event description:
The reporter indicated that when the surgeon was handling the rod of a ks-ni2 aq310ain 20.0 diopter preloaded injector, there was abnormal resistance felt and the surgeon stopped using the lens. The surgery was cancelled and there was no patient injury.